Event description:
It was reported when using the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg, the device experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: dark brown color foreign materials in tube.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: 1 sample and 1 photo were returned by the customer in support of this complaint. A visual examination of the sample and photo were performed and the customer's indicated failure mode of embedded foreign matter in the sidewall of the tube was observed. Bd was able to confirm the customer¿s indicated failure mode with the sample and photo provided. Bd determined the root cause of embedded foreign matter is attributed to the production process as resin colorant and/or resin may adhere to the interior of the mold core and break free during production. This would typically be seen during the start of a run, or if the mold had to be stopped for maintenance and then restarted. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg, the device experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: dark brown color foreign materials in tube.